Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010: pt was implanted with a bard/davol soft mesh and a non bard/non-davol mesh product during an anterior vaginal repair procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.